Event description:
Patient presented in doctor's office with a grossly infected hip. The surgeon opted to remove all components from patient and place a cement spacer in till patient is no longer growing organisms.

Manufacturer narrative:
The following other hip devices were also listed in this report:catalog # product description lot #6020-0537 accolade tmzf hip stem #5 385895016570-0-736 delta v-40 ceramic head 36/+7, 40047202542-11-54f trident psl ha cluster 54mm mlh8md2030-6530-1 6.5 cancellous bone screw 30mm mlkvnm it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.an evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident liner was reported. The event was not confirmed. Device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the manufacturing lot or for the sterility lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient presented in doctor's office with a grossly infected hip. The surgeon opted to remove all components from patient and place a cement spacer in till patient is no longer growing organisms.